Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, a purge fluid leakage alarm occurred when the patient position was changed. The impella has been in use for beyond its service life, and a purge pressure increase alarm had also occurred just before. Impella cp was removed urgently due to the pressure reservoir being damaged. Patient survived the procedure.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The data logs were reviewed, and the purge issue was confirmed on the reported date. The high purge pressure failure mode was added because the voice of the customer expresses they noted a high purge pressure alarm shortly before the purge leak and it was confirmed in data log review. Additionally, there were signs that blood/biomaterial had ingresses as high as the sidearm filter. The pump wasn't run to see if high purge pressure would reproduce because the sidearm had been cut off from the pump. Based on data logs and returned product the root cause of the high purge pressure was determined to most likely be biomaterial. Based on clinical details, data logs, and returned product, the root cause of the purge leak was determined to be a damaged sidearm reservoir. B3 date of event was reported incorrectly on manufacturer device report 1220648-2024-24108.